Event description:
It was reported that five biopsy forceps were damaged all due to the fracture of the fixing pins of the forceps head during an unspecified procedure. The fixing pin of the forceps head fell into the patient's uterine cavity. The fallen part was retrieved. There were no reports of patient harm. The requested additional information from the customer is currently pending. This is report 3 of 5.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.